Manufacturer narrative:
The implantable cardioverter defibrillator was not reprogrammed as previously reported. The device remained in the initial implant programed setting. The patient would continue to be monitored.

Event description:
The implantable cardioverter defibrillator was not reprogrammed as previously reported. The device remained in the initial implant programed setting. The patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostic anomaly. The device was reprogrammed and the device functioned properly. The patient was asymptomatic and would continue to be monitored.